Event description:
A customer reported that the tip of a probe broke inside the eye of a patient during a vitrectomy procedure. The tip was removed with tweezers and an alternate probe was used to complete the case. There was no patient harm or injury. Additional information has been requested.

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).